Manufacturer narrative:
Information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between 9/2/2021- 3/10/2022. Telephone number: (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral intraocular lenses (iol) explanted from both eyes as the patient was not happy with their vision. Daily activities were significantly affected. A vitrectomy and sutures were required; however, the incision was not enlarged. The patient status was reported as unknown. No other information was provided. This report is for the patient's second eye. Separate report will be submitted for the patient's first eye.